Event description:
The hospital reported that during the coronary artery bypass graft surgery, the first seal cracked during loading. The second seal did not deploy in the aorta. A third seal was used to complete the procedure. No patient complications were reported.